Event description:
Defibrillator (ICD) displayed a message stating: a possible malfunction has occurred. The pt is receiving radiation therapy. Guidant received additional info that at a later date, the device could not be interrogated. The device has been explanted and a new guidant device was successfully implanted. The device has been explanted and a new guidant device was successfully implanted. The device has been returned for analysis.

Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) displayed a message stating: a possible malfunction has occurred. The pt is receiving radiation therapy. Guidant received additional information that at a later date, the device could not be interrogated. The device has been explanted and a new guidant device was successfully implanted. The device has been returned for analysis.